Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and suture was used. Two years after procedure, the patient experienced spitting of suture and a few stiches of suture were removed. The patient consequence was reported as reaction to the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(4).